Event description:
During a retrospective complaint review, devilbiss healthcare identified a complaint for an oxygen concentrator. The event was reported as "flow meter does not work". There was no injury reported. Devilbiss healthcare evaluated the unit and determined that the "flow meter was broken and that the board was bad, potentially causing the unit not to alarm." The flow meter and board were replaced.